Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on bus. A field service engineer remotely worked with pharmacy staff and customer went to the station and was guided through a proper reboot. The station was recovered and tested successfully by customer to resolve the issue. The system functioned as intended after the field service engineer after investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed with a message stating that the device was not detected on the bus. The customer tried rebooting, turning off the power button, and removing the power cord for a few minutes before turning it back on, but the issue did not resolve. The door remained locked and did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.